Event description:
Analysis of the returned handheld device noted no anomalies associated with the handheld performance during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld will not hold a charge. It was reported that the handheld was plugged into the charger for three days and as soon as it was unplugged the battery indicator showed "low". It was confirmed that the charger and all cables were locked in securely when the handheld was charging. A new programming tablet was provided to the physician and the handheld was returned to manufacturer for analysis. Analysis is underway, but has not been completed to date.